Event description:
The user facility reported that the angio-seal vascular closure device could not be inserted due to a kink in the locator during setup. The locator was difficult to insert into the insertion sheath and subsequently became bent and kinked. The device was not used, and a second angio-seal device was utilized to continue the procedure. Hemostasis was successfully achieved using the second device. The procedure performed prior to device deployment was permanent pacemaker implantation. A pre-deployment angiogram was conducted. The size of the ancillary sheath used was 6 french. The puncture site was located proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 millimeters. The patient had a history of peripheral vascular disease. No additional equipment or devices were used in conjunction with the product.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to privacy. A2: age & date of birth: requested, not provided due to privacy. A3a: sex: requested, not provided due to privacy. A4: weight: requested, not provided due privacy. A5: ethnicity: requested, not provided due to privacy. A6: race: requested, not provided due to privacy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the device could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).